Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue had been ongoing since he bought the device on an unspecified date, 1 month prior to contacting lfs. The patient claimed obtaining a blood glucose result of ¿171 mg/dl¿ with the subject meter, which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medication (¿glicomil¿), diet and exercise and he stated that at 8:30 a.m., on the morning (B)(6) 2017, he took a 5mg pill of ¿glicomil¿ in response to the elevated reading(s) he obtained on the subject device. The patient reported that at around 10 a.m., that same day, he developed symptoms of feeling ¿weak and sweating a lot¿. The patient reported that some time ¿after 10 a.m.,¿ he visited the hospital where his blood glucose was measured at ¿74 mg/dl¿ on the hospital device and he was treated with IV glucose by a health care professional (hcp). The patient advised that an unknown time after receiving treatment, his blood glucose was re-tested using the hospital device and a result of ¿96 mg/dl¿ was reportedly obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose readings on the subject meter.